Event description:
It was stated that the insulin pump had a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display and battery warming up due to a component puncturing through the isolating tape and making contact to the positive side of the battery tube.